Manufacturer narrative:
On 29 september 2015 it was prepared a final report with the information already submitted in the initial report. On 28 october 2015 the report was sent to the initial reporter and the case was closed.

Event description:
Imp # (B)(4).

Manufacturer narrative:
Batch review performed on july 29, 2015: lot 151235: (B)(4) items manufactured and released on march 11, 2015. No anomalies found. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Visual inspection on the retrieved item made by (B)(4) on july 29, 2015: from a visual inspection, it looks that the handle has one of the 'clipping arm' broken. No other anomalies has been noted. Looking at the pieces it isn't possible to understand the root cause. As further analysis we tried successfully to couple one handle (ref. 77.11.0019 - same batch of the object of the complaint) to the trial insert. No anomalies in the functionality were found both in the clipping and de-clipping phase of the handle to the insert. As described in the complaint, it seems that the handle broke during the positioning and fixing of the insert in the baseplate. We can only suppose that the surgeon didn't feel that insert was already clipped on the baseplate and applied excessive force that cause the breakage of the handle.